Manufacturer narrative:
Information was not provided. Updated description to add further information received. Updated to add further information received. Added additional adverse event terms and patient codes. Added method.

Event description:
A hospital pharmacist in (B)(6) reported that a 6635 3m¿ ioban¿ 2 antimicrobial incise drape was applied to a female patient for surgery on (B)(6) 2020 (type of surgery unspecified). Subcutaneous bleeding of the front of the neck and upper chest in the areas of incision was observed. Other symptoms included redness, swelling, and blisters under the area where the drape was placed, along with rash, skin stripping, skin tearing and maceration. The size of the rash was 4x5cm and occurred immediately post-operative. The drape was in place for approximately two hours before the symptoms began, no medical treatment was required for the symptoms, and the rash decreased over several days. Disinfectants (not specified) were used prior to placement of the drape. The skin was reported to be dry prior to application of the drape.

Manufacturer narrative:
Patient demographic: information was not provided. The sample is not available for return to 3m for analysis. Subcutaneous hemorrhage was reported. A clinical picture provided showed an incision on the neck and upper chest that were covered by 3m¿ ioban¿ 2 antimicrobial incise drape. The cause for this event is not clear and could not be established. The customer did not provide information related to the product application and removal technique. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling it back at a 180-degree angle from the skin. The date of manufacturer of lot 2022-01 bd was january 9, 2020.

Event description:
A hospital pharmacist in (B)(6) reported that a 6635 3m¿ ioban¿ 2 antimicrobial incise drape was applied to a patient for surgery on (B)(6) 2020 (type of surgery unspecified). Subcutaneous bleeding of the front of the neck and upper chest in the areas of incision was observed.